Event description:
The device was implanted on the pt's left breast in 2008. On her weekly expansion appointment, two and a half months later, her dr noticed that the expander did not seem to have retained the full volume of saline that had been injected into it on the previous appointments. The dr decided to add 50cc and see whether the expander retained it. The pt noticed that it seemed to be deflating and because of this, she was scheduled for surgery. The device was explanted and replaced with another tissue expander (from a different MFR) approx one week later.